Event description:
It was reported that the patient was having swelling and peripheral edema. A catheter dye study was done and they were able to aspirate and confirm the catheter was intrathecal (it). Following the dye study, the catheter volume only was primed. Prior to discharge, the patient was complaining of problems with his left leg; slight paralysis and he could not move it. The patient was being monitored by physicians who were deciding the next steps. The pump would be programmed to a minimum rate while they continued to assess the patient¿s condition. The patient still had decreased lower extremity sensation, and some numbness. The healthcare provider (hcp) was wondering if there was a granuloma causing the symptoms, and would rule out inflammatory mass (im) to be sure, but the reporter did not think that was the case because the symptom onset was so sudden. The patient continued to have loss of extremity function. The patient was going for magnetic resonance imaging (MRI) on (B)(6) 2015. A dye study was done because the patient had an industrial accident with a piece of machinery that crushed some portion of their body, and they were having symptoms of worsening pain ongoing for the past few months. The dye study did not show any abnormality and the hcp did get a return of cerebrospinal fluid (csf). Additional information received that a granuloma was not present on the imaging per the radiologist, the physician who conducted the dye study, and the neurosurgeon. The dye study was performed to confirm catheter patency/correct function. The cause of the event was still not known or determined by the physician. There was no programming error suspected by the physician as the priming bolus was "equal catheter volume." The patient had undergone an magnetic resonance imaging (MRI); pump reprogramming; and was admitted to an inpatient facility. They were also receiving intravenous (IV) decadron. The left leg symptoms were slowly subsiding, and the patient had some increased function as of (B)(6) 2015. The patient reported they had no pain in their legs at that time. The pump was set to minimum rate. The pump system was being used to infuse hydromorphone and bupivacaine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n058321, implanted: (B)(6) 2006, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).